Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion area was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for used. During procedure, it was noted that the balloon ruptured at 10atm pressure upon fourth inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.